Manufacturer narrative:
(B)(4). The device investigation was completed on 11-dec-2015. The regional service center (rsc) service log revealed a failed nitric oxide (no) cell alarm which immediately followed a failed low no cell calibration with low point: 1301 counts. The service log also showed a delivery stopped alarm raised for monitored no greater than absolute maximum of 100 parts per million (ppm); actual value: 124 ppm. Elevated low point counts during the low calibration are consistent with a misbehaving no cell with the elevated counts possibly contributing to the delivery stopped alarm that occurred prior to the failed low calibration. The rsc replaced the no cell as a precaution. Although identified in the service log, the rsc did not experience a delivery stopped alarm during testing. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was failed no cal low counts above max. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On (B)(6) 2015, the reporter from the united states called mallinckrodt customer care to report that the cylinder was not detected and no nitric oxide (no) readings were obtained during the pre-use check with inomax dsir (B)(4). The device was not in use on a patient at the time of the event. There was no impact or harm to the patient reported. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction.